Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg)meter. The sensor was inserted into the leg,which is off label usage of the device,on (B)(6) 2019. It was indicated that the patient used the cgm while pregnant, which is off-label usage of the device. It was indicated that the patient entered finger stick values during rapid rates of change, which is off-label usage of the device. Data was provided for investigation. The problem was confirmed. The root cause was determined to be an improper calibration. No injury or medical intervention was reported. The reported glucose values fall within the d zone of the parkes error grid.